Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular (rv) lead capture threshold was greater than 2.5 volts in (B)(6) of 2015.the analysis of the device memory indicated oversensing associated with the right ventricular lead. Evidence of oversensing has been noted on episode #1. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had elevated and high thresholds and decrease in r-waves. The lead was re-positioned and remains in use.the patient was a participant in the adapt response clinical study no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.